Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. The patient stated the last time the patient charged was approximately a year ago. The patient could not remember exactly when was the last time he had therapy. A sjm representative met with the patient and confirmed the ipg was inoperable as it would not communicate with both the charger and programmer. Follow-up identified the patient had his ipg replaced with a new one. Stimulation was reportedly restored postoperative.